Event description:
It was reported that when using the bd pyxis¿ es server, the interface did not appear to be sending dispense messages, only load and unloads. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist dialed into the server and confirmed that messages were processing, ran a downtime query and found no disconnected flag for the carefusion coordination engine (cce) interface and no messages in available for processing status, reviewed the received message table and verified that orders were processed in an orderly manner, followed up with the user, who confirmed the system was working properly and requested monitoring for the next 24 hours. The tss then consulted with senior customer support center specialist (csc) and reviewed logs, identified specific failed messages, so the tss suspected there was the issue in that logs, then the issue was escalated to the integration engineering support team (iest) for further investigation and rca, as a carefusion coordination engine (cce) disconnection was reported during that timeframe, also dialed into the carefusion coordination engine (cce), noted a 7-day retention period, and found that application event viewer logs had been overwritten, reviewed structured query language (sql) logs and found no issues during the reported timeframe. The system functioned as intended after the technical support specialist verified the device.